Event description:
Pt has experienced elevated blood glucose and believes the insulin delivery of the infusion device is too low. This began on (B)(6) 2012 at 1 pm after the infusion device fell out of her pocket and bumped into a door. Her blood glucose was 4.1 mmol/l (73.8 mg/dl) at the time of the event. It elevated to 10.0 mmol/l (180 mg/dl) at 3:10 pm, 13.8 mmol/l (248.4 mg/dl) at 5:40 pm, 17.7 mmol/l (318.6 mg/dl) at 8:05 pm, 26.6 mmol/l (478.8 mg/dl) at 9:45 pm and 28.3 mmol/l (509.4 mg/dl) at 11 pm. She switched to her backup infusion device and delivered a bolus of 16 i.u. Her blood glucose decreased to 19.9 mmol/l (358.2 mg/dl) at 11:45 pm, 7.3 mmol/l (131.4 mg/dl) at 1:10 am and 3.0 mmol/l (54 mg/dl) at 3:30 am. The infusion device did not display any alert/error messages. The infusion device was replaced and requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. All programmed boluses were delivered, and all errors and alerts were triggered correctly by the pump. Nothing unusual was found in the pump history. The problem mentioned by the customer could not be reproduced. Therefore, no corrective or preventive actions will be initiated.